Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a decreased monitoring voltage of 3.14 in storage mode. It was noted that the device was cold when interrogated.